Event description:
The customer reported high blood glucose. Customer stated she was playing jumping rope before school and went to her classroom and blood glucose was 485 mg/dl. Troubleshooting was done. Customer treated 4 units of insulin. Unable to finish the troubleshooting due to customer does not have tubing clamp. Customer will report back to continue troubleshooting. Customer mentioned that she had leak set, but declined to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).